Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance. The lead was explanted and successfully replaced. There were no patient consequences.